Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt sudden burning pain, heat flow of the urethra and the catheter fell off. The nurse checked the catheter and found that 1.5cm damage to the balloon in front of the catheter and the balloon was intact without remaining in the body. The skin and mucous membrane of the patient's urethra were not damaged. The patient was closely observed. After five minutes, the patient had no urethral discomfort. The patient was then re-catheterized and the urine was clear and pale yellow.